Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable low elecsys tsh assay and elecsys ft4 results for one patient sample. The sample was repeated on (B)(6) 2017. The initial tsh result was 0.046 miu/l and the repeat result was 1.81 miu/l. The initial ft4 result was 2.06 pmol/l and the repeat result was 20.45 pmol/l. A new sample was drawn from the patient and the results matched the repeat results. No specific data was provided. The erroneous results were not reported outside of the laboratory. There was no allegation of an adverse event. The tsh reagent lot number was 220841. The expiration date was nov-2017. The ft4 reagent lot number was 215455. The expiration date was requested but was not provided. The calibration and qc data was within specifications.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Possible causes include foam or bubbles on the sample surface, tilted tubes in combination with wet tube walls, or fibrin clots or strands caused by insufficient pre-analytical handling. Other typical causes for this type of event include issues with sample quality or insufficient analyzer maintenance.